Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) was confirmed. Upon evaluation the monitor was unable to complete incoming functionality testing. The reset occurred in the flags with power up cap discharge fault due to a defective ca board. The root cause for the reset was isolated to a defective ca board. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 107 and was resetting.